Event description:
I received essure birth control devices and as a result I experienced weight gain, hair loss, hearing loss, vision loss, sharp painful pain in my stomach everyday. Mood swings and I received no compensation after contacting bayer. Many women have died as a result of the devices. FDA safety report ID #(B)(4).